Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. This complaint is reportable based on the finding of transmitter failure error via log data review. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.